Manufacturer narrative:
(B)(4). Only event year known: 2020. Device analysis: the analysis found that one ec60a device was returned with no apparent damage and with one gst60g cartridge loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The reported event could not be confirmed as the device opened and closed without any difficulties noted. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. Additional information was requested, and the following was obtained: was the device locked on tissue with the jaws closed? Yes. If yes, how was the device removed? Unknown. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Unknown. Did the jaws eventually open? Unknown. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the device was opened and the load was placed. Surgeon fired the device with no issues. The product was removed from the patient and gave it to the tech to reload, but the cst was unable to open the device to remove load. The device was locked on tissue with the jaws closed. It is unknown how the case was completed. There were no patient complications reported.